Event description:
The customer contact reported that during testing at the user facility, it was noted that the device door roller pin was broken off. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device door roller was missing and the door roller pin was broken. Further testing, found the device had unrestricted flow when the door was opened. This was due to the missing device door roller and broken door roller pin. The missing device door roller and broken door roller pin prevented proper actuation of the regular closer on the device mechanism causing unrestricted flow when the door was opened. This report represents all the information known by the reporter upon query by hospira personnel.